Event description:
It was reported that the right ventricular lead exhibited oversensing noise. Further information was requested however, was not provided.

Event description:
It was reported that the right ventricular lead exhibited post-paced t-wave oversensing. Further information was requested however, was not provided.